Event description:
Caller reported symptoms of hypoglycemia with an aviva system blood glucose result of 295 mg/dl, so she retested and had 62 mg/dl within 10 minutes. She took 2 glucose tablets and then waited awhile and then took another glucose tablet. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.